Event description:
It was reported that the patient had a rezum procedure done a couple of months ago. The procedure was painful even with sedation and after the treatment the patient has not seen or felt benefits. It was also mentioned that the patient has had 3 follow up visits. No further information is available.

Event description:
It was reported that the patient had a rezum procedure done a couple of months ago. The procedure was painful even with sedation and after the treatment the patient has not seen or felt benefits. It was also mentioned that the patient has had 3 follow up visits. No further information is available.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.